Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent entrapment, dislodgement and damage occurred. The target lesion was located in the heavily calcified left circumflex (lcx) artery, which was anatomically difficult with a 90 degree bend out of the lm straight into a corkscrew lined with calcium. The physician successfully dilated the lesion was a nc balloon and then attempted to deliver a synergy 2.5x16mm. The synergy crossed part way but then got hooked up on the calcium. Numerous attempts were made by physician to extract the synergy through an 8fr guide however the stent lodged in the lesion and was pulled from the stent delivery balloon and was elongated to 30mm. The dislodged stent was successfully removed through the use of a 6fr guide and a 4fr snare. The lcx lesion was ballooned and two synergy stents were deployed without issue. No patient complications were reported and the patient status is stable.